Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the inner and outer sleeves of the ra lead barrel reveled body fluid contamination and calcified solids. There were holes in the ra seal plugs, and body fluid contamination in the seal plug cavities. A rv seal plug also had a hole and there was also body fluid contamination in that seal plug cavity. The ra setscrews did not move freely when tested. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory analysis indicated that dried body fluids and calcified solids can contribute to the leads being stuck in the header over lengthy implants.

Event description:
It was reported that during a pacemaker change out due to normal battery depletion (nbd) the right atrial (ra) lead set screw would not release. The physician attempted to remove the ra lead, however, the terminal end, insulation, and lead body fell apart. The physician elected to cut and surgically abandon and replaced the ra lead. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.